Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01180. It was reported that patient experienced loss of therapy. X-rays showed that both leads had migrated from the epidural space. As a result, patient underwent surgical intervention wherein both leads were explanted and replaced, and also repositioned, to address the issue. Effective therapy was restored postoperatively.